Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro device activated and remained on. Also during testing, the jaws become incandescent. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Manufacturer narrative:
The device was returned tot he factory for evaluation. Evidence of clinical use and evidence of blood were not observed. A visual inspection was conducted. The silicone insulation was charred on the hot jaw. An electrical evaluation was conducted. A pre-cautery test as well was performed per the instruction for use with a reference cable and reference power supply (B)(4) at level 2.5. The device failed the pre-cautery test; it activated when the cable connection was manipulated. The handle was opened to visually inspect the internal circuitry. No defects were observed. The switch was inspected under microscopy. No defects were observed. The circuit between the jaw heating element and the "on/off" pin on the pigtail was evaluated for continuity using a multimeter. The circuit was intermittently active (energy to the jaws was intermittently available) while the toggle was in the "off" position. This indicates the presence of an interruption in the circuit, which caused the unit to self-activate. Based on the results of the evaluation, the reported complaint was confirmed for "intermittent self-activation." Specific actions for this failure mode are being managed in the maquet corrective and preventive action system. (B)(4).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).